Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification iiib) and the patient was referred for cardiac catheterization. The target lesion was located in the mid extending to distal left anterior descending artery (lad) with 100% stenosis and was 65mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x38mm and a 2.75x32mm promus element stent. Post deployment of the 2.50x38mm stent, a grade c dissection occurred which was subsequently treated with a 2.25x16mm study stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. The event was resolving and the patient was recovering at the time of this report.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).